Event description:
It was reported that the patient has experiencing a change in seizure pattern with fewer major seizures at night and increased seizures during the day that are short. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that since vns implant the patient's seizure pattern has changed. No more major seizures at night. But instead of that, an increase in seizures during the day, short seizures but with nasty falls and injuries. Seizures during the day make him anxious. A clear cause for the change in seizures was not provided but it was noted that the increase is above pre-vns baseline levels and has changed from night to day. The intervention that has been taken thus far is a medication increase.